Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. The 90% target lesion was located in a moderately calcified and moderately tortuous right coronary artery. A 2.25mm x 20mm promus element plus stent was selected to treat the lesion. When an attempt to remove the device from the hoop, resistance was encountered. A saline was used to "wet" the device and was removed from the hoop. However, it was found out that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was damaged. A visual and microscopic examination found that various rows mainly at the proximal side of the stent were damaged with struts severely misaligned. The outer and inner were kinked at 74mm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. The 90% target lesion was located in a moderately calcified and moderately tortuous right coronary artery. A 2.25mm x 20mm promus element plus stent was selected to treat the lesion. When an attempt to remove the device from the hoop, resistance was encountered. A saline was used to "wet" the device and was removed from the hoop. However, it was found out that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient&#38112;status is good.